Manufacturer narrative:
H6 coding reflects investigation conclusion.

Event description:
It was reported that the tip of a cascadia lordotic oblique inserter fractured off intra-operatively. The procedure was completed successfully with a 1-minute surgical delay and no adverse consequence to the patient.